Manufacturer narrative:
The reported event was confirmed cause unknown. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector. The catheter was inflated using inhouse syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation it was noted concentricity of 80:20 (pr#(B)(4) according to (B)(4) rev 3. Deflated passively in 2 min and 7 second however cuffing was noted. (Pr#(B)(4) was opened to address cuffing. This does not meet specification per (B)(4), revision 0 which states "balloon must not cuff after deflation in accordance with (B)(4)." The labeling is found to be adequate to fulfill (B)(4) revision 25. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during pre-test found that the cuff piece was bulged. Per internal follow-up received on 23apr2025, the balloon mushroomed after it passively deflated.

Event description:
It was reported that the foley catheter during pre-test found that the cuff piece was bulged. Per internal follow-up received on (B)(6) 2025, the balloon mushroomed after it passively deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.